Manufacturer narrative:
(B)(4). Pump passed the self test and displacement test. However, pump erroralarm (linenumber = 18354 ; filenumber = 49) and pump error alarm found in the formatted history file, problem isolated on the electronic assembly.

Event description:
Information received by medtronic indicated that insulin pump had software error alarm. Customer was able to clear the alarm and was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis